Event description:
In (B)(6) 2019, while at work, I heard and felt a pop in my lower back. Went to get xrays and found a rod in my back broke. Now, on (B)(6), I got xrays again and found another broken one. In (B)(6) 2018, I had a spinal fusion with two rods and several screws placed. In (B)(6) 2019, three weeks after returning to work, it was discovered that a rod had broke. It was replaced right away. In (B)(6) 2019, x-rays revealed another broken rod. A new surgery is scheduled for (B)(6) 2019. Got x-rays due to severe pain. Do you have a picture of the product? Yes.